Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego connector where the customer reported that the plastic of the tego safety cap came out; protective plastic/film broke during aspiration. In the middle of the treatment, the arterial pressure dropped. It only helped when the tego connector cap was removed. The plastic film broke at the end of the treatment, and it did not work for the dialysis machine. There was patient involvement, a delay in therapy and no patient harm was reported as a consequence of this event.

Manufacturer narrative:
Corrected information can be found in h7 and h9.

Manufacturer narrative:
Updated information: d9. Investigation summary the reported complaint of a torn seal could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation on (B)(6) 2026. The returned used sample was observed to have a torn seal. The reported complaint of a torn seal could be confirmed. The probable cause is from uneven adhesive application during manufacturing assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 section.